Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort, described as burning and tingling, at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have the pocket revised. The patient will follow-up with their doctor on a later date.

Event description:
Follow-up revealed that the patient's ipg site remains tender. Patient met with their physician regarding a wound issue ( reference MFR report # 1627487-2017-00867 ). Patient will follow up with their physician.

Event description:
Follow up revealed that the patient has met with their physician. Patient's blood work came back normal. Physician does not plan any further intervention.